Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and would not open. The customer had already attempted to reboot and recover the system. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,04-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that determined that a faulty insep caused the drawer closure error. A field service engineer identified full height drawer 5 displaying a failed to stay closed error; powered down the station, replaced the insep, and verified proper drawer lights and functionality in hta before rebooting to application. The system functioned as intended after the field service engineer repaired the device.